Event description:
The customer reported that there was no image on the monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found there was a false contact in the internal proc digital board. The system operates as intended.